Event description:
The facility reports the patient was seated outside the bath and the sub chassis was fitted to the chair unit. The jib safety catch was released and the hoist was lowered until the chair became detached from the jib. At this point, the patient tipped over onto the floor. After assisting the patient up from the floor, the carer noticed the castor had come out of the carriage. The pt suffered cuts to the back of the head and received treatment at the hospital.